Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit is alarming "oxygen not available" message. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24-oct-2018. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The device did not arrive at philips for repair, therefore, the root cause of the alleged issue could not be established.